Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Left cr triathlon femur, tibial inset and tibial baseplate removed and revised due to varus valgus instability. Ts triathlon implanted. Original operation date was 7 years ago.

Manufacturer narrative:
An event regarding instability involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device noted that the device was returned in used condition. Biological matter was present on the posterior side of the device. Material analysis was not performed as this event does not relate to material integrity. Dimensional and functional analysis were not performed as it was not associated with the reported event. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating - "pi which represents a 61 y/o male described as 178 cm tall weighing 130 kg who underwent a left tka approx (B)(6) 2012 which was explanted on (B)(6) 2019. The event description states: "left cr triathlon femur, tibial insert and tibial base plate ... Revised due to varus/valgus instability... Ts triathlon implanted." Undated x-rays ap both knees, lat. Left knee: bilateral cemented tka , left knee no patellar resurfacing with patella-femoral arthritis. Ap left knee joint space narrowing likely due to flexed position of knee. No clinical or past medical history, no operative reports. In this large male patient, there is no clinical or radiographic evidence of instability, and the revision surgery may have been related to the patellar arthritis. No confirmation of the event description is made, and no report is possible based on 2 undated x-rays alone." -device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient was revised due to varus valgus instability. Visual inspection of the returned device noted that the device was returned in used condition. Biological matter was present on the posterior side of the device. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The reported date of implant is an approximate date for 2012 but the returned devices were manufactured in 2014. The event could not be confirmed nor the root cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left cr triathlon femur, tibial inset and tibial baseplate removed and revised due to varus valgus instability ts triathlon implanted original operation date was 7 years ago.